Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal idlers. The cable segment that stuck out at the wrist was measured roughly at .462. 48, 80 - an additional observation not reported by site was that the distal pulleys exhibited multiple mechanical indentations on the edges. Failure analysis investigation concluded that the damage was likely due to mishandling. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .219 - .224 in length and not aligned with the tube axis. No other was damage found the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci surgical procedure, the customer noted that the large suturecut needle driver instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.